Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported the remote home monitoring system had a signal artifact monitoring episode showing oversensing of the minute ventilation (mv) signal leading to pacing inhibition for the pacemaker and another manufacturer's right ventricular (rv) lead. Mv was disabled. The boston scientific technical services (ts) suggested bringing the patient in for evaluation and perform isometrics and pocket manipulation. Ts further advised to turn off the mv signal and use the accelerometer for rate response. The field representative will attempt to obtain further information from the clinic. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported the remote home monitoring system had a signal artifact monitoring episode showing oversensing of the minute ventilation (mv) signal leading to pacing inhibition for the pacemaker and another manufacturer's right ventricular (rv) lead. Mv was disabled. The boston scientific technical services (ts) suggested bringing the patient in for evaluation and perform isometrics and pocket manipulation. Ts further advised to turn off the mv signal and use the accelerometer for rate response. The field representative will attempt to obtain further information from the clinic. The pacemaker and rv lead remain in service and no adverse patient effects were reported.